Event description:
It was reported that they were changing the patient from 500 mcg/ml baclofen to 2000 mcg/ml baclofen. When they did the bridge bolus, the concentration wasn¿t changed and the pump was programmed to simple continuous infusion rather than flex dosing. The bolus had been running for about 5 minutes. The bolus was stopped. The pump programming was corrected and a modified bridge bolus was programmed. The patient had no adverse event because the bolus was stopped and the pump was reprogrammed.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).